Event description:
Patient was explanted due to infection (procedure related). The patient was experiencing pus, swelling, and redness at the lead site. The patient was given oral antibiotics. The patient is doing fine.

Manufacturer narrative:
Explanted devices will not be returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model#:sc-1110-02 (B)(4) model description:precision implantable pulse generator (ipg) model#:sc-2218-70 (B)(4) model description:linear st lead with preloaded enhanced stylet 70cm it is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted if there is any further relevant information from that review, a supplemental med watch will be filed.